Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System failure to boot, error message related to fatal mpi prom error received. User facility medical device report (B)(4) reported to the FDA on 25 jul 2016 by (B)(6) hospital risk management: us equipment indicated error message and attempted troubleshooting to activate machine unsuccessful. Manufacturer help-line called for assistance and procedure aborted. Manufacturer notified of malfunction and machine taken out of service pending manufacturer service. Siemens rep performed diagnostic on the machine and identified faulty board. The part was ordered and replaced the following day. Us returned to service with no further events noted.